Event description:
Pt (B)(6) was seen by an audiologist at (B)(6) hospital center for programming/mapping of a freedom speech processor -cochlear america- connected to a nucleus-22 cochlear implant. During installation of the map, when speech processer was applied to implant, pt experienced a severe painful stimulus to the brain, enough to cause her to scream and throw it from her head. A second attempt was then made utilizing the same map and processor producing the same effect of pain and throwing the device from her head to the floor. Since the event, pt describes that her ability to hear with the device and implant has declined significantly. She reports frequent, severe, disabling headaches and episodes of vertigo. Even though a new replacement freedom speech processor was provided to pt, the same symptoms continued. Pt was evaluated at ent/audiology clinic of (B)(6) hospital. They found she was not able to be programmed as she again experienced the same effect described. An integrity test performed there by cochlear american found her implant to be intact. Their conclusion was pt could never be programmed in the future and she was offered explantation of her current device and reimplantation of a new one. There was no specific explanation for the described adverse event. Dates of use: (B)(6) 2010.